Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected low battery or weak battery alarms were noted. The insulin pump battery display icon worked properly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose readings of 256 mg/dl and stated that they have treated with the insulin pump. Customer stated that sometimes the buttons on the insulin pump don't respond. Customer stated that they were attempting to clear the weak battery alert however the buttons were unresponsive. No further information reported.